Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, unable to baseline) has been confirmed. Upon investigation, pins 1, 7, 8, and 9 of component u708 on the dn pca were out of tolerance. Additionally pins 9 and 16 of component u700 on the dn pca were out of tolerance. The root cause for the out of tolerance pins in the components on the dn pca was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive "adjust belt" messages and was unable to obtain a baseline ECG.